Event description:
Physician reported "multiple 'linguini-sign' type images compatible with intraprosthetic rupture are recognized. Slim periprosthetic fluid flap. Intracapsular rupture of the left prosthetic element diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. Seroma-late : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, slim periprosthetic fluid flap. Cont e1 phone number- (B)(6).

Event description:
Physician reported "multiple 'linguini-sign' type images compatible with intra-prosthetic rupture are recognized. Slim periprosthetic fluid flap. Intracapsular rupture of the left prosthetic element diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported "multiple 'linguini-sign' type images compatible with intraprosthetic rupture are recognized. Slim periprosthetic fluid flap. Intracapsular rupture of the left prosthetic element diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.